Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl. The patient reported being unsure if the cannula was properly seated in the infusion site. It was also reported that teh adhesive was coming off the infusion site.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.